Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have experienced low blood glucose for about three to five year. Customer had also experienced sensor error. Customer states blood glucose had been in the 40 mg/dl and 50 mg/dl. During troubleshooting for low blood glucose, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct. After troubleshooting, customer was advised to monitor insulin pump and to speak with healthcare professional regarding low blood glucose. No further information provided.